Event description:
Procedure type: ileal conduit construction. According to the reporter: when the stapler was fired, all the metallic staples remained inside the loading unit. There was no tissue suturing performed. A new device of a different lot number was used with no problem. There was no reinforcement material used in conjunction with the stapling device. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. There was no extension of surgery time by more than 30 minutes.

Manufacturer narrative:
(B)(4).